Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via a phone call, the insulin pump woke her up at 1 am alarming "no delivery" and disconnected from the device until the morning. Customer's blood glucose was 250 mg/dl. Troubleshooting was performed on the insulin pump and it was determined during manual prime; the device alarmed due to an infusion set/reservoir occlusion. The customer is not returning the reservoir for analysis.